Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, air bubbles were observed within the pump supplies. The customer addressed the issue by priming the tubing to remove bubbles, cleared the alarm, and resumed insulin use.